Manufacturer narrative:
Return of product has been requested. Consumer returned product on (B)(6) 2017. Product investigation is in progress.

Event description:
Brush part of the head had somehow become detached from its shaft, which is connected to the shaft of the toothbrush [device breakage] ;no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender, identified as an unspecified health care professional, reported via letter on (B)(6) 2017 that he/she started using an oral-b brushhead, version unknown about two weeks ago. The consumer stated that at that time, the brush buzzed in a strange way, but he/she thought it was just his/her imagination. The consumer brushed his/her teeth normally for two weeks. On (B)(6) 2017, the consumer felt a quick foreign object near his/her tongue while he/she was brushing with his/her oral-b rechargeable toothbrush, version unknown; the consumer was able to quickly remove the object from his/her mouth. The consumer described that this foreign object was the brush part of the head, which had somehow become detached from its shaft, which was connected to the shaft of the toothbrush. The consumer asserted that his/her toothbrush hadn't been dropped or hadn't fallen. The consumer stated that the brush segments of the brush head were still blue and worn very little; the bristles were a bit frayed as he/she tried to push the brush end back into its place, but wasn't successful. No symptoms developed. Relevant history: none reported. No further information was provided.